Event description:
It was reported that during the implant procedure, the patient has low blood pressure and had difficulty breathing. It was discovered that pericardial effusion and tamponade had occurred. A percardiocentesis was performed and the patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.